Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949-65, lead, 6949-65. (B)(4).

Event description:
It was reported that during that at implant the implantable cardioverter defibrillator (ICD) presented a long charge time, 9.0 seconds. The device was re-tested and remains in use. No patient complications have been reported as a result of this event.